Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 575 mg/dl. The customer¿s current blood glucose value was 245 mg/dl. Customer stated that high blood glucose was treated by insulin injection. Customer declined to troubleshoot for high blood glucose level. Customer also stated that sensors were not connecting to insulin pump. The insulin pump will be returned for analysis.